Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: v344591, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-oct-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The patient's lead was revised because of impedance > 4000 ohms on all combinations. This was discovered in the or during battery replacement and once a new battery was plugged in. It was reported a portion if the lead that the doctor was trying to remove broke and remains in the patient, they attempted to get remaining lead out but was too far into the foramen to remove. Attempts to remove remainder of lead was unsuccessful. Hcp was unable to determine how far from the distal end the lead broke, but could confirm all four electrodes remained in the patient. The rep specified that the previous battery had been replaced due to normal battery depletion. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# v344591, implanted: (B)(6) 2009, explanted: (B)(6) 2019. Product type: lead, the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-oct-2013, UDI#: (B)(4). Coding applies to the lead. If information is provided in the future, a supplemental report will be issued.